Manufacturer narrative:
Follow-up #1 date of submission 09/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2012 with the following findings: a review of the pump history showed that the following basal program was active: 00:00 --> 2.000u/hr 02:30 --> 1.500u/hr 08:00 --> 2.500u/hr 12:00 --> 2.500u/hr. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues, and the pump did not change basal settings during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The patient had noted that the basal settings had been changed by the hcp but had not been updated in the pump, and that the settings in the pump at the time of the reported incident were not correct. Use error in having the wrong settings in the pump can lead to incorrect insulin delivery amounts.

Event description:
On (B)(6), 2012 the reporter contacted animas to report the pump was not storing the programmed basal rate settings and insulin:carb ratio settings. On (B)(6), 2012 the patient experienced the symptom of body pain, and tested positive for ketones. The patient was taken to the emergency room, where her blood glucose level was tested to be 800 mg/dl. The patient was treated with insulin injections via a syringe, and was discharged with a blood glucose level of 104 mg/dl. The patient reported that her physician changed the basal settings, but these were not stored in the pump. The settings currently in the pump were incorrect. This issue was not resolved with troubleshooting. Troubleshooting revealed the patient had changed the infusion set four times prior to the hospitalization, and found four bent cannulas. This can contribute to under-infusion of insulin, and subsequent hyperglycemia. The patient's technique was incorrect by having bent cannulas in the infusion sets. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.